Manufacturer narrative:
Device code # 1546 relates to component code # 419. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous unspecified vessel. The 20mm x 2.00mm apex mr balloon was advanced to the lesion and upon inflation to 10atms, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.